Manufacturer narrative:
After completion of event investigation the following sections have been updated: section h6: component code - 4707 (computer software). Investigation findings - 4248 (usage problem identified). Investigation conclusion - 61 (unintended user error caused or contributed to event). Section h10: product support engineering team determined that user error resulted in the unintended deletion of multiple devices from the server. No adverse event reporterd by the customer.

Manufacturer narrative:
Customer reported that pyxis anesthesia es system and pyxis medstation es system devices were unexpectedly removed from the server when attempting to delete a single device. Customer stated that an undisclosed number of active anesthesia cases were impacted. Customer's pharmacy department mitigated by dispensing required medication to patients. Customer has not disclosed the nature or the number of affected procedures. Customer reported that none of the affected procedures resulted in patient or user harm. This event is recorded in complaint number (B)(4). A product support engineer evaluated the customer's report and determined that the customer requested for device named soped to be deleted from the server. The deletion of this device resulted in the unexpected deletion of multiple devices from the server. The situation was immediately addressed by the manufacturer's technical support team, restoring the affected devices to normal operating conditions. Devices confirmed operational. Investigation pending; a supplemental report will be submitted upon root cause analysis completion.

Event description:
Customer reported that pyxis anesthesia es system and pyxis medstation es system devices were unexpectedly removed from the server when attempting to delete a single device. Customer stated that an undisclosed number of active anesthesia cases were impacted. Customer's pharmacy department mitigated by dispensing required medication to patients. Customer has not disclosed the nature or the number of affected procedures. Customer reported that none of the affected procedures resulted in patient or user harm.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es was unexpectedly removed from the server when attempting to delete a single device. Customer stated that an undisclosed number of active anesthesia cases were impacted. Customer's pharmacy department mitigated by dispensing required medication to patients. Customer reported that none of the affected procedures resulted in patient or user harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that this case was a duplicate case to 03218786. From that it was determined that the device was deleted off at the server. A technical support specialist found the unexpected deletion of multiple devices from the server and recovered using script based on (B)(4). Restarted the datasync and maintenance service to resolve the issue. The system was functional as intended after the technical support specialist troubleshot the device.